Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: no problem found; possible contamination. Source: phone.

Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the patient later tested negative with molecular (pcr testing) method.